Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an audible alarm and went to their clinic. The patient was checked in the clinic and it was found that the right ventricular (rv) lead had high sensing integrity counter (sic), noise was observed on the egm (electrogram), and a rv lead integrity alert (lia) was triggered. A lead fracture was confirmed. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.